Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(4)) was not a valid serial number. A stability and clinical review has been conducted and the review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their freestyle libre sensor. Customer reported low readings of 120 mg/dl, 125 mg/dl and 130 mg/dl which were lower than lab readings of 270, mg/dl, 270 mg/dl and 270 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.